Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No samples were received to perform inspection or testing; however, one picture was received and one unit was missing in the box. A review of the manufacturing process was performed. A sample of 32 boxes were reviewed during packaging process of to verify that the qty inside them match qty required by the flow chart and no discrepancies were found. Production personnel performs a 100 percent visual inspection to verify that all the components are being packed according to procedures. Quality then takes a representative sample of the lot to verify that the units per box are completed and the product has been correctly positioned. The root cause of the reported issue was found to be that production personnel did not place the quantity of units according to procedure. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the customer received a box of endotracheal tubes and box was short of one tube. No patient injury was reported.